Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection: the spider fx capture wire was returned. The double ended catheter was not included. A visual inspection of the capture wire showed the filter assembly segment fractured off from the capture wire. The filter assembly segment was not returned. The distal end of the returned capture wire was looped in a "s" pattern. Kinks/bends were noted at approximately 51, 71, 80, 100, and 167cm from the distal fracture face of the capture wire. The total length of the gold segment of the capture wire was 183cm. Throughout the capture wire at the areas of bending/kinks, the ptfe was scraped off longitudinally. The damage to the ptfe suggests encountered excessive friction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no resistance felt during the advancement/ deployment of the spider. A forceps was attempted to push the wire, the non-medtronic balloon was inflated and then tried to push with no luck. During one of the attempts to push balloon the spider came back and was caught in the distal part of the new stent. Several attempts were made to untangle the spider from the fresh stent. The physician tried to use a .035 wire to untangle, tried using a support catheter to push the basket down through the distal part of the stent and also tried using a guide catheter to push the spider out. The physician spent 2 hours trying to release the spider. When the guide catheter was inserted and force applied, that is when the wire snapped at the basket. The wire was checked to endure it did not snap at the 190 portion. After the wire snapped it was decided to use the non-medtronic stent to cover the spider and the newly deployed non-medtronic stent. A non-medtronic stent was then placed to cover the stent and detached spider wire in the patient¿s vessel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a spider fx embolic protection device with a non-medtronic 6fr sheath during treatment of a 60mm plaque cto (chronic total occlusion-100%) in the patient¿s mid left superficial femoral artery (sfa). No vessel tortuosity and slight calcification are reported. Artery diameter reported as 6mm. Vessel pre-dilation and post-dilation was performed. It is reported an 0.018 balloon was used during the procedure to post-dilate a deployed stent. The balloon was advanced to far and captured the spider wire resulting in the spider wire becoming entangled in a non-medtronic stent which had been placed. Multiple unsuccessful attempts were made to release the spider using a guide catheter. The wire is reported to have broken in vivo. A non-medtronic stent was then placed to cover the stent and detached spider wire in the patient¿s vessel. There was no injury to the patient reported.